Event description:
It was reported that the device was returned for repair. Per the reporter, they got the pumps from another company dealing with therapy in hospitals throughout poland and the pumps came to them for inspection without any specific information. Per reporter, during their review, an error appeared. The customer returned the product for repair, and during inspection it was found that the pump showed lec 1720 after power up. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. E1: phone number (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual and internal inspection and functional testing, the customer reported problem was confirmed. The pump showed lec 1720 after power up. After investigation the results indicated a reportable malfunction due to the lec error 1720. The pump was in good condition, and there was no physical damage found on the pump. No issues were found in the event history log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the backup capacitor.